Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 (08/19/2014). A DHR (device history record) was completed on (B)(4) 2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient reported blood glucose results ¿between 200-300 mg/dl¿ with the subject meter. The patient manages his diabetes with novolog insulin. It is not known if the patient made changes to his usual management routine. The patient did not specify developing symptoms; however, on (B)(6) 2013 at 2am, the patient alleged emergency medical services (ems) was contacted and the patient obtained a blood glucose result of ¿25 mg/dl¿ with the ems meter. The patient was administered intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained a blood glucose result suggestive of a serious injury with an ems meter and received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/20/2013). The patient¿s meter and test strips have been returned on 9/5/2013 and evaluated by lifescan product analysis on 9/10/2013 and 9/12/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.